Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The outer sheath was found to be elongated which indicated that high deployment forces were present during the attempt to deploy the stent graft. Subsequently this resulted in a fracture of the outer sheath and made further deployment of the stent graft impossible. However, the stent graft was released and not returned. No indication for a manufacturing related cause could be found. Conclusion: as a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined.

Event description:
It was reported that during implantation of a vascular stent graft in the left common iliac artery the vascular stent graft allegedly failed to deploy from the delivery system. The healthcare provider withdrew the delivery system and then used another vascular stent graft to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implantation of a vascular stent graft in the left common iliac artery the vascular stent graft allegedly failed to deploy from the delivery system. The healthcare provider withdrew the delivery system and then used another vascular stent graft to complete the procedure. There was no patient injury reported.